Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.